Manufacturer narrative:
(B)(4).

Event description:
It was reported that no alert/notification occurred. The product was evaluated. An exterior visual inspection was performed and no major damage was found. External visual inspection was performed and usb connector damage was found. Receiver charge and receiver boot was performed and failed. Internal visual inspection was performed and passed. No data log was provided. The patient¿s allegation was undetermined. The probable cause could not be determined as the allegation was not found. No additional patient or event information is available.

Event description:
It was reported that an alert/notification settings issue occurred. On (B)(6) 2025, it was reported that the patient did not receive an audio alert from the receiver. At 2:00 pm the receiver displayed a ¿high¿ reading; however, no audio alert occurred. No symptoms prior to the event were reported. As a result, the patient did not notice he was high and passed out for 2.5 hours. At 4:00 pm his parents found him unconscious and called emergency medical services (ems). Paramedics arrived approximately 15 minutes later. The parents did not remember any bg finger stick value obtained by paramedics, and the patient regained consciousness in route to the hospital. He arrived at 4:30 pm and although he remembered few details, he thought he may have been treated with insulin. He confirmed the sensor readings were accurate and remained in the hospital overnight for observation. No specific bg or cgm values were provided. On (B)(6) 2025 at 10:00am, he was discharged in stable condition. The sensor location and insertion date were not specified. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and loss of consciousness.